Manufacturer narrative:
(B)(4) date sent: 5/12/2026 d4: batch # 544d66. Investigation summary. The product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one ntlc75 device returned without apparent damage and with two (b and c) reloads present. The reload (b) was received with the knife not completely within doghouse, 1 driver up with one protruding staple and the swing tab in the locked position with no apparent damage. The reload (c) returned unfired with the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. The reload swing tabs were reset in order to fire the cartridges and the knife of reload (b) returned to its home position. The device was tested for functionality with both returned reloads and fired without any difficulties. The staple lines were complete, and the staples meet the staple form release criteria. In addition, two opened reloads packaging were received along with the samples. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 544d66, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unk procedure, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.